Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic), patient sample leaked from the bottle. There was no report of impact to the patient or user.

Manufacturer narrative:
G5. Multiple 510(k): k113558, k222591. Investigation summary: customers claim a sunken/wrinkle septum and leakage defect. Photos received showed sunken septum and leakage. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for sunken septum or damage septum and leakage. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. In addition, five (5) samples were randomly selected and inspected with satisfactory results. Vacuum draw test was performed with satisfactory results. Complaint is confirmed based on photos received. Product insert warnings and precautions sections state that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. "This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483."